Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial# (B)(4), ubd: 10-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 2.5mg/ml at 0.8120mg/day and fentanyl 60mcg/ml at 19.489 mcg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient was due for a refill and when the pump was interrogated it said it had 3ml and the withdrawn amount was 16ml. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study was scheduled as well as a revision scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. Additional information received on (B)(6) 2020 reported that the volume filled at the pump refill prior to current refill where it read 3ml and 16ml were withdrawn was 40ml. The patient¿s prior dose to the last refill was hydromorphone 2.5 mg/day and fentanyl 60 mcg/day. The cause for the volume discrepancy was not determined exactly. The patient was scheduled for a dye study and was also scheduled for a catheter revision/replacement on (B)(6) 2020. No further complications were reported regarding the event.